Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin breakdown cannot be ruled out. Skin erosion was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been approximately 36 reports of skin erosion in the commercial program to date.

Event description:
A 65-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. During review of patient medical records received on april 29, 2026, it was discovered during a radiation oncology follow up visit on (B)(6) 2026, the patient experienced scalp skin breakdown requiring a skin flap reconstruction procedure. Optune gio therapy was temporarily discontinued with plans to resume in (B)(6) 2026. Attempts were made to contact the prescribing physician for additional information, although no reply was received.